Manufacturer narrative:
Concomitant products: product ID 8840, serial# unknown, product type programmer, physician; product ID neu_ptm_prog, serial# unknown, product type programmer, patient; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported the patient had a refill on (B)(6) 2012 in which a bridge bolus was programmed with a duration noted at 14 hours and 45 minutes per the print out. The patient tried to use the personal therapy manager (ptm) to give herself a bolus after the expected lock-out time, but received an ¿8503 physician bolus in progress¿ error message. The patient was experiencing pain. The pump was interrogated the day after the refill, but the print out indicated that 14 hours and 45 minutes still remained on the bridge bolus. The reservoir volume had decreased by 0.3cc since the refill. After viewing the print out in more detail, it was determined that a bridge bolus was programmed unnecessarily as there was no change to the drug concentrations. It was noted that on the print out taken from the time of the refill the reservoir volume was the full 40 cc but it was last updated on (B)(6) 2011. The estimated replacement indicator also displayed ¿??¿ instead of the appropriate value of 74 months. The bridge bolus was canceled and the patient was se nt home. It was later reported that ptm was working and all was okay. The drugs in the pump were hydromorphone, clonidine, and bupivacaine.